Manufacturer narrative:
Additional information: d4 (model, sn#, lot#, expiration date, UDI). The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the surgeon suspected possible confusion with drops in early postoperative period. MFR# reference: (B)(4).

Event description:
Reportedly, uneventful cataract surgery followed by stent implantation. The stent obstruction was characterized as partial obstruction ¿ one of 2 stents completely obstructed nasally by pas, the other completely patent. The obstruction was managed with frequent topical steroids with prolonger taper (2 months) and close observation. The pas did not result in any adverse impact and did not require any medical intervention. The postoperative inflammation was described as iritis. According to the surgeon, the cause for iritis was unknown, but suspected possible confusion with drops in early postoperative period. The inflammation was treated with frequent topical steroids with prolonged taper (2 months). The patient most recent status was reported as doing well with resolution of symptoms of inflammation and stable iop with 1 less drops prior to cataract surgery. Recent gonioscopy demonstrated some improvement of pas over occluded stent with some visibility of lumen. Vision has been somewhat variable, but is attributed to dryness. The adverse event was reported resolved.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device.

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, the patient reported having a ¿reaction¿ to the stent. The surgeon believed that the reported event was caused by the iris growing ¿over/into the stent¿s port¿. The surgeon conferred with glaukos medical monitor who reported presence of peripheral anterior synechiae (pas) to the stent. Reportedly, the pas was likely due to a significant inflammation postoperatively. The patient¿s most recent iop was reported as ¿acceptable range on current medications¿. Treatments options (based on the patient conditions) were discussed, and the patient will continue be monitored. Additional information has been requested.

Event description:
The following additional information was provided by the surgeon. Reportedly, the stent appeared partially occluded as the peripheral anterior synechiae (pas) softened. According to the surgeon, no additional intervention is required given the iop is stable without inflammation recurrence, including discontinuation of preoperative medication (brimonidine). Per report, the surgeon considered the reported event resolved and will continue to monitor the patient every six (6) months.

Manufacturer narrative:
MFR# reference: 28980.